Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 300-400 mg/dl. A follow up with the contact on 06/04/2018 indicated that no further occlusion alarms occurred.